Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8319675, d.4. Medical device expiration date: 2023-10-31, h.4. Device manufacture date: 2018-11-15; d.4. Medical device lot #: 8267581, d.4. Medical device expiration date: 2023-09-30, h.4. Device manufacture date: 2018-09-24.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with blood leaking during use and packaging that was open at the end along with a soiled syringe.

Manufacturer narrative:
Investigation: two 5ml ll syringes were received and visually inspected. One syringe was in an opened blister pack with batch #8267581,(B)(4). It was observed that the syringe contained three red, sponge-like embedded foreign matter particles on the ribs of the plunger rod. Two of the particles were smaller than 1/16¿ in size and approximately 1¿ down the rod from the thumb rest. One particle was larger than 1/8¿ in size and 3/16¿ below the thumb rest. Two of the three particles are larger than level 3 in size, which is rejectable per product specification. One syringe was in a blister pack with batch #8319675 (B)(4). It was observed the seal on the bottom of the pack had a 1¿ opening that is not large enough to remove the syringe. However, the opened portion of the seal is slightly wider on the inside and there are wrinkles on the bottom web near the flange that appear to be caused by a depression. This suggests that the syringe was squeezed above the flange causing it to shift downwards which forced the tip of the syringe to protrude though the bottom of the package resulting in the open seal. This is a rejectable condition per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. Received samples were sent out to be analyzed. The results show it was consistent with the material used for the gaskets in the machine. Potential root cause for the package integrity defect can be associated with the packaging process. When the product is boxed, it is possible the product was inadvertently misaligned during loading with the rest of the packages in the box. In conjunction with a potentially affected seal this could have led to this defect in the sample received. During DHR review batch 8267581 was inspected and accepted with no quality notifications posted. Batch 8319675 had no quality notifications related to the complaint defect but seal issues were dcumented and adjustments were made to the seal station.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with blood leaking during use and packaging that was open at the end along with a soiled syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with blood leaking during use and packaging that was open at the end along with a soiled syringe.